Event description:
A malfunction was reported on the pump by the caller, with the malfunction code malf 3 displayed and not resettable. There was no adverse impact on the customer¿s blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.